Event description:
This procedure was to treat a calcified cto in the lad. A spectranetics elca laser sheath was selected for treatment. After six passes at the lesions a large perforation was noted and the patient became hemodynamically unstable. Pericardiocentesis aspirated 150 cc of blood. The injury was treated with a graft master covered stent and the patient was placed on a balloon pump. The patient was transferred to another facility for surgical evaluation. As of (B)(6) the patient was reported in stable condition.